Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap and hemostatic valve detached. It was reported that the whole orange hub broke off on the end of the sheath. The hemostatic valve (gasket) did not break into two or more pieces. It detached from the sheath with the orange hub. No photo available. The sheath was being used on the patient. Air did not enter the patient¿s body. As they tried to remove the dilator, it broke, and the physician noticed right away, and they were able to quickly exchange over a wire with no patient consequence. This issue did not require percutaneous or surgical removal. The sheath was replaced, and the issue resolved.

Manufacturer narrative:
Additional information was received on 28-apr-2022. It was reported that the brim cap and valve completely detached. There was no mention of dilator issues. The device evaluation was completed on 19-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap and hemostatic valve detached. It was reported that the whole orange hub broke off on the end of the sheath. The hemostatic valve (gasket) did not break into two or more pieces. It detached from the sheath with the orange hub. No photo available. The sheath was being used on the patient. Air did not enter the patient¿s body. As they tried to remove the dilator, it broke, and the physician noticed right away, and they were able to quickly exchange over a wire with no patient consequence. This issue did not require percutaneous or surgical removal. The sheath was replaced, and the issue resolved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the device was in normal conditions. However, when the dilator was removed, the brim cap detached from the hub. The silicon ring and the hemostatic valve were placed in normal conditions. Microscopic examination of the valve and the silicon ring was performed and no evidence of damages on these parts were observed. All units are inspected prior to leaving the facility to avoid this type of damage. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record evaluation was performed for the finished device [50000045] number, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported by the customer was confirmed. The optimal device performance guide contains the following caution: "do not insert a dilator at an angle, as damage to the sheath may occur". Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: cap (g04020) were selected as related to the brim cap detachment. Investigation findings: no device problem found (c19)) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)